Manufacturer narrative:
Load wheel casting.

Event description:
It was reported by service report that the load wheel casting was broken. The customer could not determine if there was no pt involvement or if there were adverse consequences to report.